Event description:
A surgeon reports having a pt with endophthalmitis following intraocular lens (iol) implant surgery. At an office visit six days following surgery, the pt reported a film over her eye and seeing floaters. She was treated with medications. Vitreous cultures were taken. Results are not known. The pt was referred to a retinal consultant. In a follow-up, the surgeon reports outcome of event for pt as "unk".

Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info has been requested on 05/21/2008 and 06/03/2008 by phone, fax, and mail. A completed questionnaire was received on 06/06/2008. This event meets criteria for potential tass.